Event description:
Pt in recovery noted to have small 1/2 cm burns. Upon investigation it was believed light source must have burned pt. During physician use, 2 small holes noted in drape, no other source in body.